Event description:
It was reported this balloon burst at 22 atmospheres on the first inflation and ruptured during a right innominate vein angioplasty procedure. During withdrawal of the balloon catheter through the introducer sheath, resistance was encountered. Continual exertion against resistance resulted in a segment of the balloon material detaching and remaining in the patient. A snare was utilized to successfully retrieve the detached balloon material. Another blaloon catheter was used to successfully complete the procedure. No patient complications resulted from this event. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. The company's follow up revealed this device exceeded its expiration date at the time of this procedure. Additionally, it was indicated this balloon was inflated well beyond its rated burst pressure. The company believes these factors may have contributed to this event. However the company is unable to determine the exact cause for this event. The company's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to guidewire, catheter or vessel."